Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, 1st inratio: nes error, 2nd re-test: 0.9, 3rd re-test: 2.1. Patient self tester is taking amiodarone for a-fib and synthroid for hypo-thyroidism. Customer is adamant that she didn't have enough sample during the 1st and 2nd tests and she may have performed the fs prematurely before green light turned on.

Manufacturer narrative:
Investigation pending.